Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure. No additional information was reported.

Event description:
New information received notes that the left ventricular(lv) lead exhibited loss of capture. Fluoroscopy imaging showed the lv lead was dislodged.